Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 115 mg/dl. The customer stated that she did not eat dinner on the night before the event, which caused the low blood glucose. The customer was assisted with reviewing her settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.